Event description:
Upon receipt of additional information on (B)(6) 2014 from a physician, the case became medically confirmed. Also, the case was upgraded from non-serious to serious as patient required intervention for the events of left knee swelling, left knee pain/achy left knee and 75 ml of serous fluid was aspirated. Additionally the company suspect product was changed from synvisc to synvisc one. This solicited device case was received from australia on (B)(6) 2013 from a consumer via a patient support program. Based upon additional information received on (B)(6) 2014 the events of 75 ml of serous fluid was aspirated and leucocytes positive were added and the event of device misuse was deleted from the case. This case concerns a male patient (age not specified) from whom 75 ml of serous fluid was aspirated and developed left knee swelling, left knee pain/achy left knee and had leucocytes positive after receiving treatment with synvisc one. The patient's medical history included osteoarthritis (2003). No past drugs, other concomitant medications or concurrent conditions were reported. On (B)(6) 2013, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml (batch/lot and expiration date unk) into left knee for osteoarthritis. On (B)(6) 2013 (2 days after receiving the treatment), the patient developed left knee swelling and left knee pain/achy left knee. It was reported that the patient did not experience any redness or heat in the area. The setting for the event was unk. The same day, patient was reviewed by the physician and noticed some increased pain and swelling in knee since the synvisc one injection the other day. On an unknown date in 2013, 75 ml of serous fluid was aspirated and sent for pathology. On an unknown date in 2013, synovial fluid culture (wound swab of left knee) was positive for leucocytes and (B)(6). It was reported that no pathogens were shown after 48 h of incubation. Corrective treatment was provided as aspiration and corticosteroids (steroid) injection. The patient was advised to keep off his knee completely for the next 24 hours or so. Outcome: recovered for left knee swelling and left knee pain / achy left knee, unk for 75 ml of serous fluid was aspirated and leucocytes positive. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product safety. This review has not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if a CAPA is required. The reporter's overall causality for the case was not reported. Company causality: associated. Additional information was received on (B)(6) 2013. Global ptc conclusion was added. Additional information was received on (B)(6) 2014 by a physician. The case was upgraded from non-serious to serious as patient required intervention (corticosteroids) for the events of left knee swelling, left knee pain/achy left knee and 75 ml of serous fluid was aspirated. The events of 75 ml of serous fluid was aspirated and leucocytes positive were added and the event of device misuse was deleted from the case. Suspect drug was updated from synvisc one and event outcome was updated. Text amended accordingly.

Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated (B)(4) 2014: in this case, the causal role of the suspect drug synvisc one cannot be excluded for the occurrence of the events of increase in left knee swelling, increase in left knee pain/achy left knee, 75 ml of serous fluid was aspirated (knee effusion), however, the lack of information regarding the concomitant medications used by the patient and underlying disease progression may have played a contributing factor which precludes the complete case assessment.